Event description:
It was reported that during preparation for an unspecified procedure, a particle was noticed in the inner lumen. During preparation, the stiffener was inserted into the 10f/25cm flexima nephrostomy catheter, but encountered resistance almost immediately. They were not able to get it all the way in. When they took the stiffener out, they noticed something in the inner lumen of the catheter. It was reported it looked like a piece of plastic. There were no pt complications as no pt contact occurred. The procedure was completed with another of the same device and the pt condition post procedure was reported to be "ok".

Manufacturer narrative:
(B) (4).